Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the inspection of the loaner kit in the (B)(6) warehouse, it has been detected that the piece has been received with packaging opened. No patient involved. No surgery occurred. No additional information.

Event description:
Upon reassessment of the reported event, sterility has not been compromised and determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Reported event was confirmed by review of photos. Visual evaluation of the provided photo(s) found the shrink wrap has been removed and the end flap of the carton has shifted. As this end of the carton is not meant to be opened, it can be reasonably concluded that the product has not been opened. There is not evidence of breach of the tamper seal as shown in the photo provided. However, a full view of the tamper seal is not available. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage during redistribution of the product. Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided